Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the pump fell out of the customer's bag and the screen shattered and is not functional. The customer¿s blood glucose was 200 mg/dl. The customer reported that a back-up pump would continue to be used for insulin therapy.